Manufacturer narrative:
This part is not approved for sale in the united states but a similar part with catalogue # 7750087, 510k # k070742 and (B)(4) is approved for sale in the us. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent occipital cervical vertebra posterior fusion at levels o/c3. Post-op, it was reported that the rod placed on the adjustable plate on the left side was deviated. Hence, a revision surgery was performed, in which the deviated rod was removed and replaced with a new one.